Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, patient reported bent cannula leading to subsequent hyperglycemia. The patient's blood glucose level escalated to a reading of "high". At this point, the patient called emergency medical services. Upon emergency medical services (ems) arrival, the patient was admitted to the hospital for treatment. At the hospital, the patient received treatment with an insulin drip to address the severe hyperglycemia. After stabilization and treatment, the patient was discharged on the same day, (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011203, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011203". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011203 was manufactured according to the work instruction (wi) version 76 and manufactured in the line 07 on 26-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.